Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 74 (non-recoverable system error) occurred in arctic sun device. Planed to replaced tank harness. Per follow up information received on (B)(6), 2023. The device currently being investigated by imi. Patient involved . Treatment was completed using the same device. No patient impacted.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 74 (non-recoverable system error) occurred in arctic sun device. Planned to replaced tank harness. Per follow up information received on 18oct2023. The device currently being investigated by imi. Patient involved. Treatment was completed using the same device. No patient impacted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 74 (non-recoverable system error) occurred in arctic sun device. Planed to replaced tank harness.